Manufacturer narrative:
Product event summary: the pscc100 pulse select catheter with lot number 0012715301 and image files were returned and analyzed. One image was received and showed a close-up of two unpacked catheter arrays placed side by side. The array on the right, in post-use condition, has a slightly wider open shape than the one on the left; however, this may be affected by the image perspective, as the right catheter could be positioned closer to the camera. No information regarding catheter identification or the date of the procedure is available in the image. No anomalies were identified during external visual inspection of the shaft and handle segments. During external visual inspection of the array segment on the spiral array segment, the spiral array pebax tube was observed to be kinked. The printed circuit board assembly (pcba) chip was reprogrammed for functional testing. The catheter passed performance functional testing with the generator; therapy deliveries were completed with no system errors generated. No performance issues were identified. The guidewire was inserted into the catheter and retracted several times without any issue. No anomalies were identified concerning compatibility. Deflection testing (rotating steering knob clockwise and counterclockwise) was performed, the distal catheter tip responded with approximately 170° rotation in both directions. No anomalies were observed. The slide control function operated as expected without any issues. Upon full advancement of the slide control to extend the guidewire lumen, no kinks and other anomalies were observed along the extended portion. Electrical continuity test did not reveal any anomalies. In conclusion, the catheter did not pass the returned product inspection due to the spiral array pebax tube was observed to be kinked. The reported "catheter/guidewire compatibility" issue was not observed/reproduced with the returned catheter and is not confirmed based on the received image. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure, a catheter array deformation was observed, with the catheter loop not maintaining the horseshoe conformation. The guidewire was noted to be permanently outside the catheter loop, and the distal shaft was also found outside the loop. The issue was identified when entering the left superior pulmonary vein and the left inferior pulmonary vein. Multiple attempts were made to retract the catheter and guidewire inside the sheath and pull it back to the left atrium, but the guidewire remained outside the loop. The catheter was removed from the patient, and upon inspection, the deformation was confirmed. The catheter and guidewire were replaced, and the procedure was completed with no further complications. No patient complications have been reported as a result of this event.